Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred 3 days after the sensor had been inserted in the arm. The patient experienced vomiting, abdominal pain, and weakness. The child reported the patient was in diabetic ketoacidosis. The cgm was reading low, and the blood glucose reading was an unremembered high value. The child transported the patient to the hospital, she was admitted for 3 days, and was treated with an insulin drip. There was no documentation of further medical intervention. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.